Event description:
After insertion, the nurse removed the stylet and there was no blood return. X-rays were taken and confirmed part of the stylet broke and was approximately 19cm still inside the catheter.

Manufacturer narrative:
The sample was received on 03/04/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, supplemental report will be submitted. (B)(4)